Event description:
It was reported by the customer's mother, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 16.8mmol/l. Troubleshooting occurred, and it was determined that there was an occlusion. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).